Event description:
It was reported that the surgeon experienced difficulty with the device. It was reported that the clips either did not come out or several ejected from the device. Another device was used to complete the case. There was no consequence to the pt.